Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer attempted to prime their tubing, insulin was not observed exiting the tubing. The customer then disconnected the tubing from cartridge and attempted to prime again and observed no insulin exiting the pigtail of the cartridge. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge and successfully completed the load process.